Manufacturer narrative:
Conclusion- a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that a suture used on the ascending aorta broke six hrs following an aortic valve replacement procedure. The pt expired from hypovolemeic shock due to aortic rupture.